Manufacturer narrative:
A trumpf medical service technician inspected the surgical light system and found that the circlip was off the spring arm mount causing the spring arm to slide down away from the horizontal axis. The spring arm was replaced, and the light is functioning as designed. A field corrective action has been initiated by trumpf medical and reported to the FDA as a result of investigations into similar events (recall number z-563-2016). The investigations have found that improper installation or servicing of the circlip in this joint can result in the slipping down or falling of the spring arm and light head components. Based on this information, no further action is required.

Event description:
The customer reported a gap between the spring arm and horizontal axis. No injury was reported.